Manufacturer narrative:
Failure analysis noted that the pump alarmed button error and no button response due to moisture damage on the electronic assembly. There was moisture damage on the motor assembly. There was no black screen. The pump had cracked case on the bottom right side corner near the display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was unknown at the time of incident. The customer stated that the pump alarmed button error. The customer stated that there was wetness inside where the battery goes and also behind the screen looked foggy. She stated that she forgot to take off the pump before going into the pool. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.